Manufacturer narrative:
On 26-mar-2026, abiomed received additional information indicating that the event date was (B)(6) 2025. Section b3 has been updated accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced bilateral deep vein thrombosis (dvt) post extracorporeal membrane oxygenation (ECMO) decannulation and renal failure. The patient had dialysis. Additionally, it was reported that there were placement signal issues during support. The patient outcome is still to be determined as the patient remains on support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Corrections: h6 component code g04105 changed to g07003. The investigation for the placement signal issue, thrombosis, and renal failure has been completed. The cause of the placement signal issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The root cause of the thrombosis and renal failure was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
On 20-mar-2026, the product investigation was completed. Device evaluation details: placement signal issue: the cause of the placement signal issue was sensor drift due to data log review confirming drift pattern and the returned sensor being broken. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.